Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation. Conclusion: no samples or photos were received; therefore, sample analysis could not be performed and the condition reported by the customer could not be confirmed. Root cause description: a root cause could not be determined.

Event description:
It was reported that a needle clog was found before use with a bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. The following information was provided by the initial reporter, "on (B)(6) 2019, the needle was clogged and could not be vented during priming."